Event description:
Supplement report is being submitted to submit the completed investigation. Prof. (B)(6) had placed our spsof-5-7 pancreatic stent in to the patient pancreatic duct. A month later, prof. (B)(6) performed the ercp procedure to remove the stent from the patient's body. The stent was removed using olympus's rat tooth, it was not removed at once and was repeatedly cut off.(total of five times). So, stents were cut off, resulting in longer procedure times. And this was a bad situation where a stent could be left in the patient's body. But prof. (B)(6) removed all pieces of stent from the patient's body without leaving any stents. Prof. (B)(6) will wait for the company's answer on why the stent was cut. The pictures were attached for a reference.

Manufacturer narrative:
G04122 - stent. 1x spsof-5-7 of unknown lot number was unavailable for return to cirl for evaluation. The complaint of zimmon stent fragmentation during rat-tooth forceps removal was confirmed. The removal of a pre-existing adjacent biliary stent just prior to pancreatic stent removal was also noted as possible. Prior to distribution all spsof-5-7 are subjected to visual and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place in cirl. A review of the manufacturing records for the spsof-5-7 device could not be completed as the lot number was unknown. The instructions for use which accompanies this device instructs the user to ¿visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use.¿ a definitive root cause for the customer complaint could not be determined. As per clinical input, it would be unlikely that any change in the patient¿s anatomy due to the papillectomy performed before the placement of the stent could have contributed to the breaking of the stent inside the patient. The customer questioned ¿has the stent material changed?¿. It was confirmed with engineering that the stent material has not changed. As per engineering input, discoloration of the stent is common in the body, this would not affect the tensile strength of the device over its 3-month maximum recommend use indwell period. It may be noted that an incorrect wire guide was used in placing the stent the possibility of this being a contributing factor was investigated, however, it was deemed unlikely as if the tip of the wire guide had punctured the pigtail during loading it is unlikely that a physician would proceed if this occurred. As per additional information received it was confirmed that the stent broke twice not five times as initially reported. The doctor¿s opinion on the break could not be obtained, however, as per clinical and engineering advisement a tight stricture or the rat tooth removal device could both be possible root causes for the device breaking. This is possibly evidenced by the position of the breakage and the fact that the stent was still intact at the side port hole which would be its weakest point. This would seem to discount, solely, internal factors in the patient or a fault in the device. It was also noted that a new pancreatic stent was inserted which implies the patient stricture was not resolved. Complaint is confirmed as the failure was verified in the images. According to the information reported, the patient did not experience any adverse effects due to this occurrence, however, it was stated to have resulted in longer procedure times with all pieces of stent removed from the patient's body. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Supplemental follow-up report is being submitted due to the receipt of image review and additional information. Additional information received as follows: it was noted from the images supplied that the device seems to be broken 2 times, can you confirm it was 5? In normal stent removal case, the stent is removed at once. However, this case was that the stent broke off twice when it was removed. Also, in the doctor¿s opinion would he think the rat tooth device used in the stent removal could have contributed in the breaking of the device in any way? We find it difficult to ask the doctor directly about this question. Because now is a very busy time for doctors. As I checked, they always use rat tooth device to remove stents. Was it possible that the stricture was too tight that caused the stent breaking during removal? They are carrying out an average of 50 ercp procedures a day. Because it is rare for the stent to be cut off like this, they applied for the complaint to us. Initial report details: prof. Song had placed our spsof-5-7 pancreatic stent in to the patient pancreatic duct. A month later, prof.song performed the ercp procedure to remove the stent from the patient's body. The stent was removed using olympus's rat tooth, it was not removed at once and was repeatedly cut off.(total of five times) so, stents were cut off, resulting in longer procedure times. And this was a bad situation where a stent could be left in the patient's body. But prof. Song removed all pieces of stent from the patient's body without leaving any stents. Prof. Song will wait for the company's answer on why the stent was cut. The pictures were attached for a reference.

Manufacturer narrative:
Investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions.

Manufacturer narrative:
Investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions.

Event description:
Prof. (B)(6) had placed our spsof-5-7 pancreatic stent in to the patient pancreatic duct. A month later, prof. (B)(6) performed the ercp procedure to remove the stent from the patient's body. The stent was removed using olympus's rat tooth, it was not removed at once and was repeatedly cut off. (Total of five times). So, stents were cut off, resulting in longer procedure times. And this was a bad situation where a stent could be left in the patient's body. But prof. (B)(6) removed all pieces of stent from the patient's body without leaving any stents. Prof. (B)(6) will wait for the company's answer on why the stent was cut. The pictures were attached for a reference.